Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day, the patient was hospitalized and began treatment with vancocin and fortum (intraperitoneally (ip), doses and frequencies were not reported) for the events of abdominal pain and cloudy effluent. The following day, the patient was recovered from abdominal pain and cloudy effluent and did not have any symptoms of peritonitis. The pd effluent was clear. The cause of the peritonitis event was not reported. It was not reported if pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the patient was born on an unknown date in 1960. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.